Manufacturer narrative:
Date of event: the exact date of onset is unknown. The home health discharged the patient from services on (B)(6) 2021. Thus, (B)(6) 2021 was utilized. V.a.c.® granufoam¿ dressing lot number was not available and the dressing was discarded; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. Kci has made multiple unsuccessful attempts to obtain additional clinical information. It is unknown if and what medical or surgical intervention was required. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported due to potential use error. Device labeling, available in print and online, states: warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.

Event description:
On 25-jan-2022, the following information was reported to kci by the wound care nurse: the patient presented to the hospital and a foreign material alleged to be v.a.c.® granufoam¿ dressing was adhered to the patient's wound. On 15-feb-2022, the following information was reported by the kci representative: the patient was scheduled to undergo surgical removal of a foreign material alleged to be v.a.c.® granufoam¿ dressing. However, the patient expired for reasons unrelated to v.a.c.® therapy prior to undergoing the procedure. Per review of kci records: on (B)(6) 2021, the patient was discharged from home health services due to non-compliance as the patient refused to allow the home health nurses to perform dressings changes and/or assess the wound. On (B)(6) 2021, the physician discontinued v.a.c.® therapy via telemedicine. No additional information available. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
MDR-3009897021-2022-00047 submitted on 18-feb-2022 noted the following: section g2: report source: health professional. Section h10 additional manufacturer narrative: based on information provided...kci has made multiple unsuccessful attempts to obtain additional clinical information. It is unknown if and what medical or surgical intervention was required. Correction: section g2: report source: health professional; company representative section h10 additional manufacturer narrative: based on information provided...the patient was scheduled to undergo surgical removal of a foreign material alleged to be v.a.c.® granufoam¿ dressing. However, the patient expired for reasons unrelated to v.a.c.® therapy prior to undergoing the procedure. Based on information provided, kci cannot determine when the foreign material alleged to be v.a.c.® granufoam¿ dressing was placed in the wound. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. The patient was scheduled to undergo surgical removal of a foreign material alleged to be v.a.c.® granufoam¿ dressing. However, the patient expired for reasons unrelated to v.a.c.® therapy prior to undergoing the procedure. The foreign material was allegedly left in the wound for over the manufacturer's recommendations. This event is being reported due to potential use error.